Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
The stimulation no longer works. There were no product issues, the therapy just no longer worked and the patient wanted the system removed. The entire system was removed with no issues. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.